Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding fluid in the cycler after pd treatment. There was an air detected in cassette warning during treatment, but patient finished treatment and then in the morning when treatment was over and the cassette was removed from the cycler, there was fluid inside the door. Fluid was discovered on the external part of the cassette and in the pump module area of the cycler. Fluid seemed to leak from the back of the cassette. The patient discarded the tubing set. Although requested there was no additional information provided. There was no harm to the patient reported in the initial report. Patient's plan was to use the cycler the following day for the next treatment.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported finding fluid in the cycler after pd treatment. There was an air detected in cassette warning during treatment, but patient finished treatment and then in the morning when treatment was over and the cassette was removed from the cycler, there was fluid inside the door. Fluid was discovered on the external part of the cassette and in the pump module area of the cycler. Fluid seemed to leak from the back of the cassette. The patient discarded the tubing set. Although requested there was no additional information provided. There was no harm to the patient reported in the initial report. Patient's plan was to use the cycler the following day for the next treatment.